Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) then advised to send data for analysis and assisted in saving data to programmer then exporting data. Additional information was received indicating that engineering analysis result showed that the power of this device had a couple recent power increase, including one programmer interrogation. Moreover, two separate code 1003 were noted, one after a small power spike and the other a couple day after the power spike from telemetry. Furthermore, it was determined that this fault appears to be false positive. The voltage was following the expected voltage based on the power and the latest fault can be cleared and no further actions are required. Ts also explained that device will continue beeping until interrogate with a programmer. Further data analysis was performed, and result showed that this device exhibited premature battery depletion (pbd). Ts then recommended device replacement. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) then advised to send data for analysis and assisted in saving data to programmer then exporting data. Additional information was received indicating that engineering analysis result showed that the power of this device had a couple recent power increase, including one programmer interrogation. Moreover, two separate code 1003 were noted, one after a small power spike and the other a couple day after the power spike from telemetry. Furthermore, it was determined that this fault appears to be false positive. The voltage was following the expected voltage based on the power and the latest fault can be cleared and no further actions are required. Ts also explained that device will continue beeping until interrogate with a programmer. Further data analysis was performed, and result showed that this device exhibited premature battery depletion (pbd). Ts then recommended device replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) then advised to send data for analysis and assisted in saving data to programmer then exporting data. Additional information was received indicating that engineering analysis result showed that the power of this device had a couple recent power increase, including one programmer interrogation. Moreover, two separate code 1003 were noted, one after a small power spike and the other a couple day after the power spike from telemetry. Furthermore, it was determined that this fault appears to be false positive. The voltage was following the expected voltage based on the power and the latest fault can be cleared and no further actions are required. Ts also explained that device will continue beeping until interrogate with a programmer. Further data analysis was performed, and result showed that this device exhibited premature battery depletion (pbd). Ts then recommended device replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1. Adverse event/product problem. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) then advised to send data for analysis and assisted in saving data to programmer then exporting data. Additional information was received indicating that engineering analysis result showed that the power of this device had a couple recent power increase, including one programmer interrogation. Moreover, two separate code 1003 were noted, one after a small power spike and the other a couple day after the power spike from telemetry. Furthermore, it was determined that this fault appears to be false positive. The voltage was following the expected voltage based on the power and the latest fault can be cleared and no further actions are required. Ts also explained that device will continue beeping until interrogate with a programmer. Further data analysis was performed, and result showed that this device exhibited premature battery depletion (pbd). Ts then recommended device replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.